Event description:
Patient was de-satting to low 80's with good wave. Placed on oxygen 1l n/c with no effect. Raised to 2l with oxygen level to low 90's. Called md to room to access. Raised oxygen to 4l n/c with oxygen sats remaining at low 90's. Medical emergency team (met) called. Then a new oxygen probe was placed and sats increased to 100%. O2 sat probe given to nurse manager, since it looked perfectly fine but it was obviously not reading correctly. Oxygen dc'd and patient was perfectly fine with o2 sats at 99-100%.